Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Three attempts were made to return it for investigation, but unfortunately, they were unsuccessful. Currently, the investigation cannot proceed further. If additional information is received after this report is filed, a follow-up report will be filed.

Manufacturer narrative:
Correction: date received by MFR. Should have been left blank as the manufacturer never received any additional information nor the device after multiple attempts to retrieve it.